Event description:
It was reported that a physician's tablet had a loos usb port. The tablet's port had reportedly been loose for a while and the cable would not stay in place, but worked in specific positions. No patient therapy was reportedly affected. A review of the device history record for the tablet was performed and verified that the tablet passed all quality inspections prior to its release for distribution. The tablet has not been returned to date.

Event description:
The tablet was returned and product analysis verified that there was damage to the usb port. There was a broken wire connection in the serial cable db9 hood assembly. Additionally, during the analysis it was identified that the pen storage drawer was damaged and the latch on the pen release button was bent.